Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had low power, and a high noise/decibel (db) reading. This event is not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to a worn out motor from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.